Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot#: (B)(4), ubd: 29-apr-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot#: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that leads have migrated down to t11/12. Pt states that he has had three recent falls but does not know specific dates. Rep was able to reprogram to help with patients low back and leg pain. Pt was very satisfied with the coverage. Issue resolved.